Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient¿s wife claimed that the right-side device was replaced because it was not working. The caller indicated that the original device was placed in (B)(6) 2013 and replaced in 2017. The caller stated that the patient got a new ID card, but that it showed the new ins model number was the same as the old model number. It was speculated that the device had stopped working in 2017 but confirmed that the patient¿s wife didn¿t provide a specific time period of when the ins stopped working. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device had timed out. Devices were placed in their chest on the right side in 2012, and the one on the left side was placed in (B)(6) 2017. It was stated that the replacement of the ins resolved the issue. They said now the left side needed replacing but added that it was 6 years old and the battery was very low. It was stated that the ins would be returned to the hospital. There were no further complications reported. Additional information was received: it was reported that there were no causes. An MRI was ordered but none were taken as they were told to never have an rmi done. The unit was not replaced yet at this time but would have it replaced when needed. There were no further complications reported.